Manufacturer narrative:
Button error alarm and no up and down button response due to corroded keypad traces. Moisture damage was found on electronic and motor assembly. Insulin pump received with minor scratched display window, cracked display window corner, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube window thru reservoir tube and cracked battery tube threads. (B)(4).

Event description:
It was reported via phone call, that the customer received a button error alarm, unable to clear the alarm. It was also reported that the insulin pump was exposed to moisture. Customer's blood glucose level at the time was unknown. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.